Manufacturer narrative:
(B)(4). The customer reported that the mrx defib had bent battery connector pins and was not detecting batteries. There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the problem. The battery pca was found to have damaged pins. The battery pca was replaced to resolve the problem. After passing all performance assurance tests the device was returned to use. Philips is not able to confirm that a malfunction occurred.

Event description:
This report is canceled because currently MDR is being used in place of the specific region report.